Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the device evaluation it was observed that the adhesive on the bending section cover had a chip due to chemical or physical stress. It was observed that the indication on the grip was peeled due to scratches or due to repeatedly rubbing. It was also observed that the bending angle in the up direction exceeds the standard value due to dent on bending tube. It was observed that the bending section could not be fixed firmly due to damage on the lock engagement lever. It was also observed that the number of broken wires in the bending tube blade exceeded the standard value due to a handling problem. It was observed that the protector of the universal cord on the scope connector side had a scratch due to physical stress. It was also observed that the indication on the light guide connector was not correct. It was observed that the video connector case was deformed due to a handling problem. It was also observed that the video connector itself was deformed due to physical stress. It was observed that the adhesive around the objective lens was peeled due to chemical or physical stress. Lastly, it was observed that the bending section cover had a scratch due to physical stress. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. Section h3 was updated with additional information that was received about the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the un-restorable image when the button on the control panel was pressed could not be determined. Consideration: although we could not specify the cause, we presume that the event was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the deflectable videoscope experienced the screen disappeared when the button on the control panel was pressed. There were no reports of patient harm.